Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 630 mg/dl. The customer also stated that they had symptoms like vomiting. The customer was treated with manual injection and insulin through intravenous. Customer stated that there was crack at reservoir lip ring. The customer also reported that the reservoir did not lock in place when inserted into insulin pump. The customer also stated that they did allege insulin pump was under delivering. Customer was declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
To inform that the name of the device was incorrect with the initial report. The correct information has been provided with this report.